Event description:
On (B)(4) 2012, the patient's mother contacted animas alleging that the pump was not delivering correctly during boluses. At the time of the call, the patient's mother reported that the pump gave an occlusion alarm at 4:37pm that evening during a correction bolus for a blood glucose of 500 mg/dl. At the time of the high bg, the patient's mother stated that the only symptom the patient had was increased thirst. The reporter claimed that in response to occlusion alarm she changed out site, primed tubing successfully, and administered the rest of the bolus. At the time of the call (5:40pm), the patient mother stated the patient's bg had decreased to 393 mg/dl and normal bg ranges from 115 to 145 mg/dl. At the time of the call, the reporter felt the subject pump was not delivering accurately because a few weeks prior on (B)(6) 2012, based on pump history the patient received 5 units of insulin. The patient's mother claimed she never gives more than a 3 unit bolus to cover for an elevated bg or at meals. The reporter felt that if the pump did administer the full 5 units of insulin, the patient would have gone low, which did not occur. At the time of troubleshooting, the reporter denied any site issues with the patient. She confirmed the pump's date/time and advanced settings were programmed correctly. Animas customer support noted that basal and bolus deliveries added up with total daily delivery (tdd). The patient's mother confirmed she was able to prime the tubing successfully. Customer support informed the reporter that the occlusion may have been occurring in the cannula since she was able to prime the old tubing without difficulty. Animas customer support noted that it was adequately determined that the pump was delivering correctly. It was noted that at end of call that the patient continued on the pump and the patient's mother refused to discontinue pump use despite her concern that the pump was not delivering accurately. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. No 5 unit bolus was noted in the pump bolus history on (B)(4) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to the complaint, a time and date reset was noted in pump history on (B)(4) 2012. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
(Device serial number) = (B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.